Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) during an intraoperative procedure regarding a patient being implanted with an implantable neurostimulator (ins). It was reported that during the procedure, the set screw wouldn't engage properly and the lead wasn't able to stay secure in the header. Multiple troubleshooting techniques were tried with a torque wrench however they were unsuccessful. The device was never implanted and disposed of and a new battery was opened for the patient. The issue was resolved at the time of the report. There were no symptoms and no further complications reported/anticipated.